Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient needs a new healthcare provider (hcp) because their ins is sticking out and bumping into things, so they want it removed. No further additional information: it was reported the patient has submitted a referral to see a neurosurgeon and they plan on removing it. The ins sticking out has not been resolved, but the patient is working on it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the ins was hopefully going to be removed/replaced in the next three months. The cause of the ins sticking out was not determined. No further complications reported.